Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient had an ins battery revision due to impedance issues with device. The entire device was removed and replaced. When the physician went to remove the lead, it was mentioned by the physician that the lead was already broken in half. The physician was able to retrieve the other half of the lead that was still inside the patient. The patient is doing well since the revision. No other issues or complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #- additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem. Issue is most likely due to fractured lead reported in the field. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient had an ins battery revision due to impedance issues with device. The entire device was removed and replaced. When the physician went to remove the lead, it was mentioned by the physician that the lead was already broken in half. The physician was able to retrieve the other half of the lead that was still inside the patient. The patient is doing well since the revision. No other issues or complications were reported.